Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and passed. Performance data was reviewed and as previously reported, the allegation was confirmed. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e0747 sore throat / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)b2025. On (B)(6) 2025 after insertion, the patient's cgm reading was 43 mg/dl. The patient self-treated sweets such as oranges, gatorade, and carbohydrates based on the cgm reading. After self-treatment, the patient experienced sudden nausea, vomiting, and disorientation, likely indicating diabetic ketoacidosis. The patient's spouse brought them to the hospital at 5:00 pm. Upon arrival, a fingerstick showed the cgm reading at 45 mg/dl, while the blood glucose reading was over 600 mg/dl. The patient was treated with intravenous insulin, magnesium, and medication for potassium levels. The patient was discharged the next day at 1:00 pm. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable but still had a sore throat. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the d zone of the parkes error grid when checked at the hospital. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.